Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was deployed into the laa, and the physician completed three (3) partial recaptures during the procedure in an attempt to get better positioning. Once position, anchor, size, and seal (pass) criteria were met and the wds was successfully release and implanted. The patient was transferred to the post anesthesia care unit (pacu) for recovering. Approximately twenty (20) minutes post procedure, while in the pacu, the patient's blood pressure dropped. An echocardiogram confirmed a pericardial effusion around the right ventricle. The patient was taken to the cath lab where pericardiocentesis was performed to treat the effusion. The patient was then taken to the operating room for surgical intervention. It was found that the left atrium had been perforated during the transseptal puncture. It was suspected that during advancement of a non-boston scientific wire, the wire perforated the posterior wall. The patient remains in the hospital. This event was further reviewed by a member of the boston scientific medical safety team and assessed that the non-bsc bovie and a safesept is noted to have caused the perforation and pericardial effusion and not the watchman device, therefore this complaint is withdrawn.

Manufacturer narrative:
B5: correction added. H6: patient codes corrected from hypotension, cardiac perforation and pericardial effusion to no clinical signs symptoms or conditions. H6: impact code corrected from additional device required, hospitalization or prolonged hospitalization, blood transfusion to no health consequence or impact.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was deployed into the laa, and the physician completed three (3) partial recaptures during the procedure in an attempt to get better positioning. Once position, anchor, size, and seal (pass) criteria were met and the wds was successfully release and implanted. The patient was transferred to the post anesthesia care unit (pacu) for recovering. Approximately twenty (20) minutes post procedure, while in the pacu, the patient's blood pressure dropped. An echocardiogram confirmed a pericardial effusion around the right ventricle. The patient was taken to the cath lab where pericardiocentesis was performed to treat the effusion. The patient was then taken to the operating room for surgical intervention. It was found that the left atrium had been perforated during the transseptal puncture. It was suspected that during advancement of a non-boston scientific wire, the wire perforated the posterior wall. The patient remains in the hospital.